Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she believed her reservoirs were part of the recall. The customer's blood glucose level was going up with the box of reservoirs she was using. Customer's blood glucose level was 525 mg/dl. She switched boxes and her blood glucose level went back to normal. She corrected her blood glucose level with a manual injection and insulin pump. The device was not returned.